Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, it is alleged that the patient was revised on (B)(6) 2012 due to patient allegations of pain, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, soreness, loss of range of motion, impairment, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2012 due to pain and aseptic loosening. Operative report noted the presence of corrosion of the trunnion, fibrous ingrowth and loose stem. All components were removed and replaced with competitor¿s components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same patient (reference 1825034-2014-04707 /-04708 /-06430).